Event description:
Reporter indicated a patient was having increased seizures in approximately (B)(6) 2012 that were felt to possibly be due to a depleting vns generator and also the patient's disease process. The exact level of the seizure increase is unknown, but the patient is having worsened seizures now, and they are generalized. Vimpat medication was increased, lamictal medication was restarted, and replacement of the vns generator is planned, but has not occurred to date due to reimbursement issues. A vns generator battery estimate performed by the manufacturer yielded 0.36 years remaining.

Manufacturer narrative:
(B)(4).